Event description:
Event description cpi received information that during the attempted implant of this mini ii implantable cardioverter defibrillator (ICD) the ICD was prepared as normal, tested and placed in the pocket. At that point, however, telemetry with the ICD could not be established; different programmers and wands were tried, as well as turning off all equipment within the or. A second ICD was used, and the same thing occurred. However, when the patient was move to a different bed and room, telemetry could again be established and the ICD operated normally. It was felt that the electric bed system caused the telemetry interference. The first ICD was returned to cpi for analysis; the second ICD remains implanted.